Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was resetting. The cause for the abnormal shutdowns was isolated to a defective y500 crystal oscillator and a defective u500 digital signal processor on the ca board. The root cause for the defective y500 oscillator and defective u500 digital signal processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was resetting.